Event description:
During set-up of the device for a cardiopulmonary bypass procedure (cpb), it was reported that the device powered up in the "battery mode" and would not turn on a/c. Only two of the roller pumps and monitors on the base were illuminated. The unit was then powered down, then back on and the same issue occurred. An alternate device was used and the remainder of the procedure was without issue. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.

Manufacturer narrative:
Eval is progress, but not yet concluded.